Manufacturer narrative:
(B)(4). Batch #: 610a56. Lot #: 274a85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx30b device was received with no apparent damage and with two xr30v reloads (b and c) present. Reload (b) 246a63 was received fully fired with damage noted near tracks and the reload (c) 246a63 was received unfired and damage as the cap and pin were broken off and also were missing. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. In addition, the tyvek of the device and two opened packaging of reloads were received along with the device. The event reported was confirmed and the condition of the reloads received is related to improper use of the reloads. It should be noted that a xr30v (white vascular) reload is only design to work on a tx30v device. The blue (standard) and green (thick) reloads can be used interchangeably with the appropriately sized instruments. The white (vascular) reload is dedicated to the 30 mm vascular linear stapler and is not interchangeable with the blue and green reloads. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 610a56, and no non-conformances were identified.

Event description:
It was reported that during a bilateral inguinal hernia repair procedure that the stapler would not fire staple loads. Another like device was used to complete the procedure. There were no adverse consequences for the patient.